Event description:
It was reported through literature that an asahi fielder xt guide wire might have caused or contributed to vessel perforation. Publication: catheter cardiovasc interv. 2020;95:1136-1140. Title: use of "super-glue" to seal a perforation during chronic total occlusion coronary intervention and the potential to "unglue" it. Excerpt: a 63 -year-old man presented to an outside hospital with sustained ventricular tachycardia and pulmonary edema requiring cardioversion and endotracheal intubation. He was started on an amiodarone drip. Troponin increased to 23 ng/ml; he was transferred for further management. Three months prior to the current admission, he was diagnosed with multivessel coronary artery disease consisting of 40% left main lesion, 60-70% left anterior descending artery (lad) lesion, 99% mid-circumflex (cx) lesion and 100% proximal right coronary lesion. He was referred for coronary artery bypass graft surgery but was turned down due to multiple co-morbidities including severe chronic obstructive pulmonary disease, decreased ejection fraction (35%) and prior stroke. After transfer, angiography was repeated and was essentially unchanged except that the 99% cx lesion had progressed to a total occlusion (figure 1, supplemental video 1). A second cardiac surgery team evaluated the patient and deemed him to be at prohibitive surgical risk. The interventional plan was to revascularize the cx first followed by the lad using impella cp for left ventricular hemodynamic support. Antegrade wire escalation strategy was used for the cx intervention. Using turnpike spiral (vascular solutions, minneapolis, mn) for microcatheter support and wire escalation [runthrough (terumo, tokyo, japan), fielder xt (asahi intecc, tokyo, japan), pilot 200], the cx was recanalized and a 2.5 × 23 mm xience stent was implanted (figure 2, supplemental video 2). Distal wiring was challenging with the wire tip being clearly in the subintimal space on more than one wire passage; however, the wire ultimately was passed intraluminally. It was then decided to evaluate the physiologic significance of the lad lesion using fractional flow reserve. During lad wire manipulation, the patient's blood pressure decreased with loss of the phasicity of the waveform on the impella monitor and a decrease in the impella forward flow from 3.3 to 1.5 l/min (figure 3). Angiography revealed a perforation (ellis 3) in the cx distal to the original cto (figure 4, supplemental video 3). A runthrough wire was immediately advanced into the distal cx beyond the perforation and balloon inflation proximal to the perforation site using a 2.5 × 12 mm balloon was performed. Emergent transthoracic echocardiogram revealed a large pericardial effusion. Pericardiocentesis removed 600 ml of bloody fluid with auto-transfusion and restoration of hemodynamic stability (figure 3). Despite multiple prolonged balloon inflations up to 15 min, the perforation did not seal (supplemental video 4). The plan was to place coils in the distal cx; they were not, however, readily available. Interventional radiology was consulted; medical "glue" (truefill, n-butyl cyanoacrylate; johnson & johnson, new brunswick, nj) was recommended to produce vessel closure at the perforation site as a means to immediately seal the perforation. The glue was mixed 1:1 with lipiodol (guerbet, princeton, nj), a nonionic radio-opaque agent composed of iodine organically combined with ethyl esters of fatty acids of poppy seed oil. The addition of lipiodol allows the glue plug to be visualized during and after injection. A 150 cm progreat microcatheter (terumo) was advanced over the runthrough wire which was already in place, runthrough wire was removed, microcatheter was cleared of any blood/ionic fluid with dextrose solution and approximately 1-1.5 ml of truefill was delivered. The glue rapidly polymerized and sealed the perforation as demonstrated by a cast from the admixed contrast medium (figure 5, supplemental video 5). The patient then became hemodynamically stable.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no device malfunction. According to the literature, it was a complex lesion that the physician met difficulties in tracing the true lumen and crossing the lesion, and the fielder xt guide wire was used for the escalation technique. It was unable to completely rule out a potentiality that this guide wire might have caused or contributed to the reported perforation. Referring to known similar events, it was concluded this event was associated with anatomical conditions and the operator's technique. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Damage to a vessel, including possible vessel perforation.